Manufacturer narrative:
Insulin pump was received in with missing segments on the display. Unable to confirm any wrong readings due to the missing segments. All operating currents are within specifications and the device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. A cracked case, cracked battery tube threads and scratched display window also noted.

Event description:
Customer reported he was hospitalized due to his insulin pump giving the wrong readings. Customer also reported that the insulin pump had a line in the middle of the display screen. Blood glucose level 177 mg/dl. The insulin pump will be replaced. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was programmed with test minilink and the glucose sensor simulator, the insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. The insulin pump was programmed with test glucose meter, the insulin pump communicated properly and recorded the 136 mg/dl value properly from glucose meter. Missing segments on the display due to cracked zebra connector at the lcd board.